Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient fell and was shaking, weak, dizzy, disoriented, and unresponsive. The patient¿s cgm was reading 166 mg/dl, and the bg meter was reading low mg/dl. The patient was still conscious, so he was given peanut butter by the reporter as treatment. The patient¿s bg meter reading was retested, and it was still low mg/dl. Therefore, the patient was taken to the emergency room (ER). At the ER, it was reported the patient was given 15 grams of carbohydrates every 15 minutes until his bg level stabilized. No cgm or bg meter comparison values were provided while the patient was in the ER. It was also noted the patient was not admitted to the hospital, but it was not specified how long the patient was in the ER prior to discharge. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.